Event description:
The patient / lay user contacted lifescan (lfs) in 2005 alleging an apply sample message on her ultra meter. The medical affairs specialist (mas) contacted the patient five days later to obtain/verify the call she made; however the patient refused to speak to mas. The user tried to test her blood glucose in the morning and the meter would not count down after the apply sample displayed on the meter. She took her 12u of novolog and felt clammy, cold and felt as if she was going to pass out and vomit. The patient may have forgotten to eat breakfast after taking the insulin. She had a routine schedule appointment and her family member took her to the appointment. On the way to the appointment they stopped to get some orange juice. When she arrived at the physician's office (30 minutes later) the staff gave her some sprite. The reading on the physician's meter was 57mg/dl. Customer care agent (cca) had the patient retest and the issue was not resolved. The patient was unable /unwilling to retest using a new vial of test strips. Cca sent the patient a replacement meter. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and how often she tests her blood glucose and how long she experienced the "apply sample" message. The complaint is being reported as an adverse event. The patient experienced symptoms and alleged that she had received treatment (soda) from the physician's office with a blood glucose reading of 57mg/dl on the physician's meter.